Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Correction: e.2;g.2 additional info: d.4 technical support performed troubleshooting over to determine the customer reported issue of npi error code 800.8000 on 8015 ls unit. Technical support: 1. Tech has error code 800.8000 on 8015 ls unit. 2. Explain to tech the error is software fault error will need to reflash software on unit, if flash fails will need to replace logic board on unit, if all ails unit will have to come in for services repair. The root cause of the customer's report could not be determined.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.